Event description:
An aus device was implanted on 5/24/95. Info received on 4/15/97 indicates the entire device was removed from pt and replaced on 4/9/97 due to recurring incontinence. A pump only was returned. It is uncertain which components were revised. Ams has requested additional info.